Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the sram card. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a generator communication overflow error message. No pt injury was reported.